Event description:
It was reported that stent damage occurred. The 95% stenosed calcified target lesion was located in the posterior descending (pd) and posterolateral (pl) branches of the right coronary artery (rca). A 28 x 2.5 promus premier select was advanced, but could not cross the lesion, and a strut of the stent was abraded. It was noted that the strut damage occurred while crossing the lesion. The strut damage was noted to be due to the calcified lesion and inability to cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 28 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed calcified target lesion was located in the posterior descending (pd) and posterolateral (pl) branches of the right coronary artery (rca). A 28 x 2.5 promus premier select was advanced, but could not cross the lesion, and a strut of the stent was abraded. It was noted that the strut damage occurred while crossing the lesion. The strut damage was noted to be due to the calcified lesion and inability to cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.